Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00751, 00774 and 00775. Device was disposed of by hospital.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil's. During preparation for the procedure, three ruby coil's became kinked. The fourth ruby coil was not handled properly and therefore, was no longer sterile. None of the devices were used in the procedure.